Manufacturer narrative:
Initial.

Event description:
It was reported that the cartridge was leaking in the ilet system, which led to sustained high glucose readings up to 328 mg/dl and was resolved after the user changed the cartridge and adapter; the infusion set was steel in the abdomen and continuous glucose monitor (cgm) was dexcom g7. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed leakage at a seal consistent with a leak/splash device problem associated with the reservoir component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.